Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation underwent an atrial fibrillation (afib) procedure. During equipment testing and shortly after the catheter was inserted into the patient, the doctor was looking at the ultrasound image and noted that the image was poor. The cables were replaced; however, it did not resolve the issue. The doctor removed the catheter and reinserted a new catheter to continue and complete the afib. There was no need to reboot the system. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The complaint of the acunav bad image being displayed on the ultrasound system was investigated. The most probable cause of the issue was due to saline solution contamination on the interconnect area. The correction is for biosense webster's customer support engineers (cse) to communicate this problem to their customers, and give reminders to reference the user manual.